Event description:
The international customer reported the ventilator alarmed with vent inop due to exhalation autozero failure. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).